Event description:
A customer reported encountering cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the error did not reoccur. The customer successfully started their sensor session, resolving the issue.